Event description:
It was reported that this cardiac resynchronization therapy defibrillator exhibited loss of capture on the right ventricular (rv) channel for approximately ten seconds. A boston scientific technical services consultant discussed this was likely due to the defib detect circuit response to the external energy resulting in truncation of device output. No adverse patient effects were reported. This device remains in service.